Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal (scheduled)). At the time of the report, the pelvic pain and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: essure removal information received. Event pelvic pain upgraded to serious incident. Reporter added. Case category updated from non serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.